Event description:
Healthcare professional additionally reported "cyst" and "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as fold flaw opening. Cyst: unable to observe since it is not related to the device. Particles in the valve: no observed particles in the valve. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "cyst" and "particles in valve." Device has been explanted and replaced.